Event description:
Pt arrived on bicarb drip prior to procedure. Used spiroflex in leg artery for 410 cc free flow. Pt developed pancreatitis that he recovered from a few days later.

Manufacturer narrative:
This is a series of four events occuring at the same institution and with the same operator. Procedure consisted of peripheral arterial thrombolytic, thrombectomy, and stent placement in a male with history of peripheral vascular disease. Procedure report indicates tpa at 100 ml/hour through arterial sheath, 20 passes of spiroflex thrombectomy set operated for 300 seconds, 21 passes of xpeedior thrombectomy set for 615 seconds, multiple stent placement, 80.2 minutes of fluoro, 400 ml of visipaque contrast, and 5 hour 47 minute procedure time. Pt developed pancreatitis which resolved in few days. Possis representatives discussed all events with physician and stressed the need to limit run times, especially in flowing blood field. Hemolysis is a known complication of angiojet use, and the product instructions for use recommends "that hemolysis indicators in the blood be monitored, if catheter operation in a flowing blood field exceeds 5 minutes, total catheter operation time exceeds 10 minutes or in pts who cannot tolerate transient hemolysis." This type of event is rare with angiojet use, but is possibly related to excessive hemolysis, due to prolonged operation in a flowing blood field.